Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for normal follow up. The pulse generator was unable to be interrogated and there was no magnet response. The device exhibited backup vvi operation. On (B)(6) 2015, the device was explanted and replaced. No patient symptoms were reported.